Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein both the leads with high impedances were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a fall. Thereafter the patient had ineffective therapy with their scs system. Diagnostics revealed high impedance on both the leads. As a result, surgical intervention may take place at a later date to address the issue.